Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: operative reports for bilateral inguinal herniorrhaphies, 5 times right and left¿ were not provided.] (B)(6) 2000: (B)(6) . History and physical. Referred with symptomatic right inguinal hernia. Recently noticed an increasing discomfort in groin associated with presence of a right inguinal mass. Examination reveals right inguinal hernia, appeared to be direct in origin. Has had bilateral inguinal herniorrhaphies in remote past, has been wearing a truss for past year. He is prepared for right inguinal herniorrhaphy with gore-tex graft repair. (B)(6) 2000: (B)(6) . Operative report. Preoperative diagnosis: recurrent right inguinal hernia. Postoperative diagnosis: recurrent direct right inguinal hernia. Procedure: right inguinal herniorrhaphy with gore-tex graft. Indication: this is a 40-year-old man with a symptomatic recurrent right inguinal hernia. He had multiple herniorrhaphies in the past. Findings: ¿a direct right inguinal hernia with extensive scarring of the canal floor.¿ description: ¿with the patient supine upon the operating table after a satisfactory level of IV [intravenous] sedation had been achieved, the right lower quadrant was prepped with betadine solution and draped in a sterile manner. The skin was infiltrated with 1% xylocaine plain and a small transverse incision was made in the skin crease and deepened through the superficial fascia with a cold knife. With electrocautery, the dense scar tissue was incised. The external oblique was opened. Extensive adhesions were sharply dissected. Examination revealed a large inguinal hernia, which was difficult to reduce and was direct in origin. The patient received general anesthetic for relaxation of the abdominal wall and to allow the hernia contents to be reduced. The canal floor was taken down and a large, direct hernia was reduced without difficulty. Extensive adhesions of the cord structures were lysed. Hemostasis was complete with 4-0 dexon sutures. Following complete mobilization of the cord structures, the canal floor was taken down. A 1mm gore-tex graft was then sutured to the cooper¿s ligament beginning at the pubic tubercle and extending cephalad to the level of the femoral vein. From the femoral vein cephalad, the graft was sutured laterally to the shelving edge of the inguinal ligament. The internal ring was reconstructed medially. The graft was sutured to the transversalis and internal oblique fascia. The thin, attenuated fascia was then closed over the cord structures without difficulty after a recheck for hemostasis revealed it to be excellent. The operative site was irrigated with saline and was infiltrated with 0.5% marcaine for postoperative analgesia. The subcutaneous tissue was then approximated with 4-0 dexon and the skin was closed with staples. A dressing was applied. The patient tolerated the procedure well and was awakened and taken to the recovery room in good condition.¿ product identification records for the alleged gore device were not provided. (B)(6) 2003: (B)(6) . History and physical. Referred with symptomatic left inguinal hernia. Recently noticed bulge left groin, associated discomfort with prolonged periods standing, or with coughing, sneezing. Recently, despite restricting activities has become more symptomatic and is now prepared for left inguinal herniorrhaphy with gore-tex graft. Has multiple repairs of bilateral inguinal hernias in remote past. 2000 had right inguinal herniorrhaphy with gore-tex graft and has done well since that time. Exam: right inguinal scar, well-healed. Left inguinal hernia appears to be direct in origin which is reducible with patient supine. Plan: left inguinal herniorrhaphy with gore-tex graft. (B)(6) 2003: (B)(6) . Operative report. Preoperative diagnosis: recurrent left inguinal hernia. Postoperative diagnosis: direct inguinal hernia, recurrent. Procedure: left inguinal herniorrhaphy with gore-tex graft. Indication: this is a 43-year-old man who has had previous hernia repairs in the remote past who developed a symptomatic, recurrent inguinal hernia. Findings: ¿dilation of the internal ring with preperitoneal fat and a large lipoma of the cord structure. There was thinning of the proximal canal floor.¿ description: ¿with the patient supine upon the operating table after a satisfactory level of IV [intravenous] sedation had been achieved, the left inguinal region was prepped with betadine solution and draped in a sterile manner. The skin was infiltrated with 1% xylocaine plain and a small, transverse incision was made and deepened through the superficial fascia. The external oblique was opened along the line of its fibers. The cord structures were then dissected free. The patient had previous inguinal herniorrhaphies and there was some adherence of the cord structures of the undersurface of the inguinal ligament. Examination of the canal floor revealed the proximal canal floor to be thin with preperitoneal fat present, extruding through the internal ring. The canal floor was opened and a 1mm gore-tex patch was then cut to the appropriate shape and was sutured to the shelving edge of the inguinal ligament which lay directly on top of cooper¿s ligament. The graft was sutured to cooper¿s ligament beginning at the pubic tubercle. Medially, the graft was sutured to the conjoined tendon with interrupted 2-0 surgilon sutures. The internal ring was reconstructed. Examination of the cord structures revealed a large lipoma which was excised. There were no indirect hernia sacs noted. The cord structures were returned to their normal position in the canal. The gore-tex patch was then used to reconstruct the internal ring and was sutured to the shelving edge of the inguinal ligament from the femoral vein cephalad. Medially, the graft was sutured to the transversalis and internal oblique fascia. Following a recheck for hemostasis and correct sponge and needle count x 2, the external oblique was closed with 2-0 surgilon. Scarpa¿s fascia was closed with 4-0 dexon and the skin was closed with staples. A dressing was applied. The patient tolerated the procedure well and was taken to the recovery room in good condition.¿ product identification records for the alleged ¿gore-tex patch¿ were not provided. (B)(6) 2019: (B)(6) . Office notes. Has had bilateral inguinal hernia repairs multiple times. Says 5 times on left and right. Last in 2000 with gore-tex by dr. Roark. States for the last year he developed a little bit of opening at medial aspect of wound with persistent intermittent drainage. Has been on and off antibiotics. This will not resolve. Abdomen: right groin has kind of a thickening at incision. At medial aspect of this kind of puckered opening with some mucopurulent discharge. I really cannot probe it with a q-tip. Impression: I highly suspect a chronically infected goretex patch. Plan: CT. (B)(6) 2019: (B)(6) . Radiology ¿ CT pelvis. Indication: right inguinal hernia repair. Wound dehiscence. Impression: right inguinal hernia repair with soft tissue thickening, calcification, soft tissue tract to skin. No recurrent hernia. Left inguinal hernia repair with small fat containing left inguinal hernia. (B)(6) 2019: (B)(6) . Office notes. Re-evaluation for chronically draining right groin wound. Has been draining a little bit over a year. Groin exam: right groin has small opening at medial aspect of previous incision. This is kind of puckered now with little bit of mucopurulence and drainage. I have independently reviewed the CT: shows what appears to be gore-tex mesh in right groin, kind of balled up in a wad. There is sinus tract that goes to skin. Impression: chronically infected right groin wound with chronically infected gore-tex patch from prior hernia repair. Plan: right groin exploration with excision of infected gore-tex patch. I discussed the procedure with the patient, including bleeding, infection, problems with heart and lung. All questions answered. (B)(6) 2019: (B)(6) . Operative report. Preoperative diagnosis: right groin hernia gore-tex patch infection, chronically infected wound. Postoperative diagnosis: same. Procedure: right groin exploration with drainage of complex postoperative wound infection or removal of infection gore-tex patch. Details: ¿the patient was examined in holding. The right groin was marked. The patient was placed in the supine position, given general anesthesia. The patient¿s lower abdomen was prepped in chloraprep and draped sterilely. The patient received intravenous doxycycline. Through his right groin scar was identified. The medial aspect had a small opening with purulent drainage. This was probed with a hemostat and then opened over the length of the wound. An exposed balled up wad of gore-tex patch was removed and completely unincorporated. The wound was opened widely. There was chronic granulation tissue involving the edges of the wound and the base of the wound really involving probably a portion of the external oblique fascia. The wound edges were sharply excised using sharp dissection and cautery and the base of the wound, all the granulation tissue was excised. The edge of the spermatic cord was identified. The chronic inflammatory changes pretty much obliterated all the normal anatomy. Hemostasis maintained with cautery. The wound was irrigated with copious amounts of sterile saline. This was removed with suction. The infection appeared to be adequately drained and all chronically infected granulation tissue was removed. Operatives changed gloves. The wound was injected with 20cc of 0.25% marcaine. The wound was again irrigated with sterile saline and removed with suction. A flat jackson type drain was placed into the wound and brought out through a lateral side wound. Subcutaneous tissue was closed with interrupted 3-0 vicryl suture and the skin was loosely closed with skin staples. Dressing was applied. The patient is taken from the operative room to recover in stable and satisfactory condition.¿ (B)(6) 2019: (B)(6) . Microbiology. Wound culture: gram-positive cocci, diphtheroids, strept species, streptococcus agalactiae and diphtheroids. Specimen source: groin. Gram stain: light amount wbc. (B)(6) 2019: (B)(6) . Office notes. Wound was closed over a drain. Putting out about 60 cc a day. Exam: wound looks fine, dressing changed. Impression: doing well following removal of infected gore-tex. Cultures growing gram-positive cocci. (B)(6) 2019: (B)(6) . Phone call. Culture results from groin wound grew streptococcus agalactiae. (B)(6) 2019: (B)(6) . Office notes. Wound looks fine. Impression: doing well following right groin exploration with excision of chronically infected gore-tex patch. Plan: drain removal, leave staples intact. Continue antibiotics. (B)(6) 2019: (B)(6) . Office notes. Has recovered nicely. Drain removed a week ago. Incision looks fine. Impression: doing well following removal of infected gore-tex patch and closure. Plan: staples removed; steri-strips applied. (B)(6) 2019: (B)(6) . Office notes. Exam: wound looks fine. Minimal swelling. Impression: doing well following removal of chronically infected gore-tex mesh from right groin inguinal region. Plan: activities as tolerated. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate code/term not available for ¿withdrawn complaint¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as false claim, no problem detected, and ¿withdrawn.¿ previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The alleged ¿gore-tex graft¿ is being captured as gore-tex® soft tissue patch for product surveillance purposes only. It should be noted that the gore-tex® soft tissue patch instructions for use include statements and addresses the following possible complications among others: ¿complications which may occur include, but are not limited to: infection, seroma formation, adhesions, hematomas, inflammation, fistula formation and recurrence.¿ the instructions for use further state: ¿any postoperative infection should be aggressively treated at the earliest possible time. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. The initial reporter's complete address is (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent open inguinal hernia repair on (B)(6)2000 and (B)(6) 2003 whereby a an "alleged gore device" was implanted. The complaint alleges that on (B)(6) 2019, an additional procedure occurred whereby the "alleged gore device" was explanted. It was reported the patient alleges the following injuries: mesh infection, mesh removal and additional surgery. Additional event specific information was not provided.